Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/22/2017 with the following findings:. The battery compartment is cracked above and below the bumper pad. The pump powers up with auditory and vibration to a blank screen. Consecutive ¿cs054/cs052/cs012¿ alarms were observed in the dl history. Unable to verify steps (6-7,10-11). Removed pump cover; no intermittent condition was found to the pcb. Unity test code download tool application v 1.0.0 was used to upload test code v 1.0.7 to master/slave/peripheral processors as per (6001112), u17 slave processor upload was unsuccessful, u17 slave processor failure is concluded. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.